Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal end of the instrument's main tube had a scratch mark/abrasion with light material removal. The scratch was located at 1.74 from the distal clevis hub. The scratch mark measured approximately 0.153 x 0.064 in length and was not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and additional finding of a scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was identified on the mega needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.